Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site oozing was lack of vessel recoil as the bleeding occurred after switch to gwru and all best practices were followed. Physician specifically noted poor vessel recoil. The instructions for use referenced in the initial report is for the impella cp with smart assist system in the following sections: section: general patient care considerations. Section: entering cardiac output. Section: potential adverse events (united states), which now includes the statement "cardiac or vascular injury (including ventricular perforation).¿ added- h6 component code 925 added- d6a/d6b. F6/f8 should have been left blank in the initial report.

Event description:
The user facility reported an 82-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. While on support, the impella cp repo sheath was continuing to ooze steadily requiring multiple dressing changes in cath lab. Abiomed best practice recommendations followed for 14 x 25cm peel away to repositioning sheath exchange except first instance where repo sheath was briefly sutured by cath lab tech towards patient¿s back, oozing occurring. Local clinical rep onsite recommended cutting sutures and re-suturing with cranial forward suture, angle match was maintained nicely. Then oozing significantly continued after patient helicoptered arrived at upmc presbyterian. No systemic anticoagulation started. Bicarb in impella cp purge, total of approximately six units lost within a six hour span. Two units of packed red blood cells given and three litres of IV fluids. Patient brought to cath lab for removal of cp in stable condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿